Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital. A day post-system implant procedure, during interrogation, episodes of mode switch that noted atrial undersensing was observed. Programming changes were made. The patient was stable before, during, and after programming changes.